Event description:
The nurse reported the system shut down during the case. The infusion stopped and the patient's eye went soft. A choroidal hemorrhage resulted. Multiple attempts were made for more information and patient status with no response to date.

Manufacturer narrative:
The customer did not report the event or request service at the time the event occurred. No samples were sent for evaluation. The root cause cannot be determined in this investigation. A review complaints for the last 24 months did indicate 1 additional, related report for this system. (B) (4). (B) (4).